Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The returned product was visually inspected, and a cannula kink was observed. The cause of the failure mode was a kinked cannula due to the patient¿s condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported low flows were present throughout the therapy. The patient remained on impella support and was successfully weaned. No patient harm was reported.